Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, dilaudid (hydromorphone) with an unknown dose and concentration, and unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was inquiring if the pump alarm would ever shut off by itself once the pump battery was depleted. It was stated that the patient was told by an healthcare professional (hcp) the pump battery was supposed to deplete around (B)(6) 2016. It was reviewed that the alarm could continue for years because it has its own power component even if the pump battery was fully depleted. The patient alleged the pump was alarming or beeping. It was noted that the pump was first making a single tone in (B)(6) 2016 and now was making a dual tone alarm 3 times in a row (stated about three months later in 2016). It was noted that the alarm was consistent with synchromed alarms. It was noted that the pump has not been filled since (B)(6) 2016. It was noted that the patient went to the hcp in (B)(6) 2016 and the hcp was going to turn off the pump, but told the patient they were not able to so they decreased the pump to the lowest setting. The patient did not know the concentration, but stated they were told the concentration and flow rate could not be increased anymore and stated they were getting the pump refilled every 2 weeks. It was noted that the medication was not covering the pain/ was no longer covering the pain, and that the patient's body became accustomed to the medication. The flow rate or concentration could not be increased. It was noted that the patient had severe scoliosis and it was a new diagnose (diagnosed (B)(6) 2015). The patient stated they were not able to walk and had to use a cane. The patient stated the medication in the pump was not helping the pain. It was noted that the patient had back surgery in 2016 and that helped and the pain was better. The back surgeon told the patient to consider not having the pump replaced since the pump and medication were not helping with the back pain. It was noted that the patient stated they broke their neck and had neck pain prior to implant and that was the reason for the pump implant. The patient later called and asked to speak with a manufacturer representative (rep). The patient noted that their hcp called and was told that a rep cannot come to a hcp office that is not the device managing hcp. It was noted that the patient's pump has been alarming for 6 months and wants it turned off. The reps role was reviewed and the patient was redirected to their hcp. It was noted that the patient broke their neck and had neck pain prior to implant and that was why the pump was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.